Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device displayed technical failure 389. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer did not return the defective device, nor the device logs for evaluation. Attempts were made to contact the customer to obtain device logs; however, no response has been received.